Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that two alarms which arrived at the same second and would like to know if it is possible to recover information form the logs. The customer told a philips field service engineer (fse) that on (B)(6) 2020, an asystole alarm would not have been reported by the cardioc central post pic ix). The fse reviewed the pic ix audit log, and found the two alarms occurring at 15:31:20. Along with the alarms being silenced. However, there was no trace of the generation of an audible alarm for this asystole. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.